Event description:
It was reported that during a thyroidectomy procedure, the device had a broken blade. Breaking the tip of the device outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent:09/12/2008. Information not available, device not returned for analysis.